Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 42 mg/dl at the time of the incident. The customer used food to treat. The customer experienced did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated their pump stalls for 3 to 4 hours. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer reported getting sensor calibration issues, sensor glucose versus blood glucose differences, and sensors failing. The insulin pump and sensor will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches however, the device alarmed pump error 63 during the self test due to broken pin 6 trace at on the keypad assembly. Device was programmed with a test guardian gst and a glucose sensor simulator. Device communicated properly with the sensor and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device was monitored for several days while connected to the test sensor and glucose sensor simulator. Device entered auto mode without calibration or enter bg errors. Monitored the pump for a day while in auto mode. No excessive enter bg prompts noted and the calibrate now alert followed the proper timing .device was also programmed with test glucose meter. Device communicated properly and recorded the 94 mg/dl value properly from glucose meter. No unexpected calibrate now, calibration not accepted, or enter blood glucose errors noted.